Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. System check was performed by tandem technical support and no issues were identified. The customer reverted to an alternate method of insulin therapy.